Event description:
It was reported that during a ptca procedure of a patient's distal cx lesion the coronary dilatation catheter's tip separated. The separated portion was retreived with another balloon without patient complications.